Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to properly complete an investigation. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a consumer reported pain causing difficulty reading a book. The consumer reports he was told he had a wrinkle behind the lens. Additional information has been requested from the healthcare provider. The device remains implanted.